Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's blood glucose was 33 mg/dl while she was receiving assistance performing a set change. The customer stated she was not sure why her blood glucose went low. She treated with juice. Her blood glucose went up to 63 mg/dl.